Event description:
It was reported that during a knee surgery the tip of the device broke during the removal process. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-6068-25r batch number 4240152232 was received for evaluation. Visual inspection noted that the tip was broken off. It was noted that the piece still attached to the shaft shows a bend. A functional test was not performed because the device's tip was broken off. The most likely cause of the reported failure is misuse of the device, which can result in damage to the device.